Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was also reported that the following issues were noted on the right atrial (ra) lead: dislodgement, loss of capture and high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The conductor was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the tissue on the helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.